Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). Calibration and qc were passing at the time of the event. Per product labeling, "all initially reactive samples should be redetermined in duplicate with the elecsys hiv duo assay. Redetermination of samples with an initial coi = 1.00 can be performed automatically." The investigation determined that the assay is performing within specifications.

Event description:
There was an allegation of a questionable elecsys hiv duo result from the cobas e 801 analytical unit for one patient. The initial result was 4.03 coi (reactive); the repeat result was non-reactive. The sample was repeated again by a field colleague and gave a non-reactive result. Exact numerical results were not provided for the non-reactive results.